Manufacturer narrative:
The reported telemetry issue was confirmed. The device was returned with the battery level at end of life. Session record revealed the device had excessive read errors while trying to connect to the phone for data transmission and this caused the battery to deplete prematurely. Analysis performed after installing a new battery and reloading the product code did not identify any anomaly. The device was cut open for further testing. Visual inspection identified contamination of moisture getter on the header feedthrough pins. This may have contributed to the connection issue between the device and the phone. A manufacturing issue may have occurred that resulted in the moisture getter contamination on the feedthrough pins.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was a communication issue noted on the device. An in-clinic follow-up to explant the device is anticipated but not yet scheduled to resolve the issue. The patient was in stable condition.

Event description:
During follow-up, there was a communication issue noted on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.